Event description:
Customer tested from a finger on her right hand and a finger on her left hand and got a reading that was 40 points higher. No adverse event reported.

Manufacturer narrative:
(B)(4).